Event description:
A hospital in (B)(6) reported via our distributor that an rt210 adult breathing circuit "was defective and not delivering flow to the pt. Circuit looked clear of obstructions". No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: a complaint device was received and pressure tested. Results: a pressure test revealed that the pressure of the complaint device was within acceptable specifications for this product. Conclusion: no fault was found with the complaint device. All breathing circuits must pass a final pressure test on the production line before they are packed. Any breathing circuit which does not pass this test is rejected.